Event description:
The info provided to sjm indicated a 7f engage introducer was selected for use during a 2 hour electrophysiology procedure. At the conclusion of the procedure, the sheath was pulled out but half of the sheath tip remained in the femoral vein. A new puncture was made in the right femoral vein to access the sheath tip. A snare catheter was used through an 8f sheath to remove the detached tip without any adverse consequences to the pt.